Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported several sets were leaking at the male luer. Some of the events occurred when the set was disconnected from an unknown mating device.